Event description:
2 insertion posts could not be removed from dental implants. The implants needed to explanted. No other implants were placed in the same surgery.

Manufacturer narrative:
2 insertion posts could not be removed from dental implants. The implants needed to explanted. No other implants were placed in the same surgery. Implant 1: insertion post stuck in implant. The insertion post was easy to remove during our inspection. No product problem detected. The reason for the complaint is not comprehensible. Implant 2: insertion post was attached loose. The customer complains that the insertion post wasn`t removable during surgery. The clamping function was present before and during use. The spring of the insertion post was therefore slightly compressed subsequently. In addition, the inner diameter required to secure the insertion post within the implant is within tolerance on both implants.